Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up/down arrow keypad buttons were sticking. The other keypad buttons were reportedly not used. It was noted that there was no damage to the keypad. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the down, "up", and "contrast" keys are intermittently responsive. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "down" and "up" contact buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.